Event description:
Complainant alleged that while attempting to monitor an 80-year-old female patient during a cardiac arrest, the device issued a "shock advised" prompt for a heart rhythm they believed was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.